Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set broke. The following information was received by the initial reporter with the verbatim: event details: ¿rn tried to spike nivolumab and the tip of the infusion set broke and left inside the phaseal. Pharmacy had to make another bag of nivolumab because of it.¿